Manufacturer narrative:
Please correct this report 2017865-2014-19201, this device should not have been submitted as a medical device report (MDR).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Upon review, the implantable cardiac monitor should not have been submitted as a medical device report (MDR) as the event is not a malfunction and did not cause a serious adverse event and not likely to cause serious injury upon recurrence.

Event description:
It was reported that the implantable cardiac monitor exhibited an inappropriate measured data.